Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they getting no delivery alarm. The customer¿s blood glucose level was unknown. The customer stated that they change the reservoir and resolved the issue. The customer also stated that insulin pump alarmed during manual prime. Customer stated that the insulin did not exit the tubing with manual prime. Customer also stated that the reservoir was occluded and now everything was working correctly. The reservoir will not be returned for analysis.